Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.9cm from iab tip. Additionally a kink was found on the inner lumen approximately 3.3cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site fill name: (B)(6). Event site full address: (B)(6). Event site postal code: (B)(6). Event site telephone number: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after five hours of intra-aortic balloon (iab) therapy, the pump alarmed autofill failure and blood was found in the tubing. The customer pulled out the iab catheter immediately and found the inner lumen was broken. There was no reported injury or adverse event to the patient.